Event description:
During the routine follow-up of the device involved in this report, inappropriate warning "time to eri < 3 months" was displayed.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results and conclusions (no conclusion can be drawn) : inappropriate warning was displayed because of inconsistent data used in longevity calculation. The reason of this inconsistency could not be determinated by the analysis. Conclusion: the warning "time to eri < 3 months" was not appropriate. It resulted from inconsistency in statistics used for the device longevity calculation. The reason for this inconsistency could not be identified because additional data were not provided for analysis.